Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. Labeling review found that labeling is adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 in drain 3 of 4 on the homechoice (hc) machine. The home patient (hp) had disconnected during the dwell cycle and the hc was now alarming. The technical service representative (tsr) explained the alarm and had the hp finish with manual bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine root cause.